Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power three times during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact to customer to obtain additional information on the patient. No response has been received.